Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported the visualization of black particles on the rep dreamstation auto CPAP device. There is no allegation of serious or permanent harm or injury. This complaint has been reviewed and it has been determined, based on information available at the time of this review, that the complaint is not reportable to any regulatory authorities. There is no patient harm associated with this notification, and no risk of harm if the event should recur. No MDR task is indicated at this time.